Event description:
Event description guidant received information that this implantable atrial lead became dislodged approximately two months following implant, resulting in the inability to sense and pace. This observation was confirmed through x-ray. The physician elected to explant and replace this lead with a similar lead. There were no patient complications or symptoms reported.